Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported a battery discharge event. Normal saline was infusing at the time of the event. The information on patient involvement is not known.

Manufacturer narrative:
Omit:a0705 - battery problem (2885),g02002 - battery. Additional information:imdrf annex a,g codes & manufacturer narrative. The root cause for the reported issue of battery discharge was not determined. The reported issue that battery discharge could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported a battery discharge event. Normal saline was infusing at the time of the event. The information on patient involvement is not known.